Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was infected and the blood glucose (bg) levels exceeded 500 mg/dl. The patient visited the emergency room (ER) where the area was disinfected, aloe vera gel was apply, covered and cooled down with a pack. A new pod was apply to treat the hyperglycemia.